Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would turn off with a full battery. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) would turn off with a full battery. Error 820 occurred multiple times, main printed circuit board (pcb) was out of specification electrical, output connector was broken, hanger assemble was contaminated, keypad was scratched, lower case was broken, display wire was pinched and wire insulation was exposed, one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.